Manufacturer narrative:
Eval summary: the hp054 hand was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, torn acoustic isolator and evidence of moisture ingress were found in the instrument. The batch history records were reviewed with no anomalies noted during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unk procedure, unable to attach a disposable to the handpiece. No pt consequence.